Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient felt nauseous, had a headache, felt thirsty and sleepy. She knew her blood sugar was high but the cgm was alerting at 40 mg/dl. She did a finger stick reading and it was 650 mg/dl and was advised to go to the emergency room. An ambulance was called and paramedics treated the patient with IV therapy and zofran for nausea. They did a finger stick reading and it was 650 mg/dl. The patient was taken to the emergency room but did not receive additional treatment at the hospital as she was not attended to at the emergency room and decided to go home. She treated herself with insulin and did another finger stick reading and it was 199 mg/dl. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.